Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a retro mastoid cranial procedure, the perforator bit did not stop and tore the sinus. It was further reported that the surgeon managed to stop the bleeding after 2-3 minutes in surgery and there were no adverse consequence for the patient. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a retro mastoid cranial procedure, the perforator bit did not stop and tore the sinus. It was further reported that the surgeon managed to stop the bleeding after 2-3 minutes in surgery and there were no adverse consequence for the patient. It was also reported that the procedure was completed successfully.